Event description:
It was reported that the patient had an emergency backup battery (ebb) faults, which was not resolved by the daily system test. When the ebb was exchanged, it had the odor of burning electrical. Log files were sent for review, and the event log file recorded an ebb fault on (B)(6) 2025 at 2:31:24. This event appeared to have occurred after the system controller attempted a load test. The patient had to drive 5.5 hours each way to address the ebb faults, which have occurred in the past. There was no visible scorching or damage to the ebb or battery compartment, but it definitely smelled like something had melted or overheated. The ebb faults were resolved once a new ebb was installed. No system controller exchange was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e3 - occupation: corrected manufacturer¿s investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files; however, it was not reproduced. The reported event of the battery having an unusual electrical smell was not confirmed. Data from the reported event date of 22may2025 in the submitted controller event log file was reviewed. The backup battery fault alarm activated on 22may2025 at 02:31:24 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remained active until 05:23:53 when the controller passed another load test. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis; however, the backup battery, serial (B)(6), was returned for evaluation and testing and was found to operate as intended during analysis. The backup battery went through multiple load tests and no backup battery fault alarms were reproduced during testing. The provided information stated that the alarm resolved by performing a self-test. Additional information provided stated when the backup battery was exchanged, it had an unusual electrical smell which was not confirmed when returned. The battery was unremarkable. The alarm had fully resolved with the battery exchange. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The 11v battery was inspected and accepted into the storage location on 09jul2024 per material document (B)(4) (inspection batch #10418982). No further information was provided. The manufacturer is closing the file on this event.